Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) for the treatment of bladder issues it was reported that they don't think their stimulator is working anymore. Patient stated that they are implanted for bladder retention and they still have to self catheterize. Patient denied getting greater then 50% symptom relief from their therapy. Agent reviewed therapy options with patient. Patient state that they increased their therapy before the call. Patient will continue to monitor symptoms. The patient was redirected to their healthcare provider to further address the issue. The patient stated that they have already consulted their hcp and had xray's done. Patient stated their leads are in place.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.